Event description:
It was reported that 2 bd pen ndl 31ga 5mm had product damage and were difficult to operate. The following information was provided by the initial reporter : the customer reported a hub was deformed and the pen needle could thus not be attached to the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-12 h6: investigation summary one open 31g x 5mm pen needle sample and two photos were returned from an unknown lot. No., cat. No.320129. Visual examination was carried out on the returned sample and photos and a damaged hub was observed. No DHR review can be carried out as lot number is unknown. This issue most likely occurred due to a jam on the machine during the manufacturing process h3 other text : see h10

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 bd pen ndl 31ga 5mm had product damage and were difficult to operate. The following information was provided by the initial reporter : the customer reported a hub was deformed and the pen needle could thus not be attached to the pen.